Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation shows that the wire was eroded into a cone end till it was too weak and sheared off. The manner of damage points to the fact that the guide wire was bent too much during drilling or extensive lateral stress was applied. The investigation of the drill bit had shown that the tip is broken off. We are not able to determine the exact cause which has led to the damaged. Too much mechanical force had been applied during surgery. Drill bit with lot f-12541 was produced in 2012. The device history manufacturing records were reviewed for both parts and no evidence of production or material related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the guide wire and drill bit broke during drilling with colibri. The devices were used for a scaphoid fracture case. No broken piece was left in the patient body. Due to the incident, the operation was extended for thirty minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.